Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent foot surgery. Patient had variable angle (va) midfoot fusion plate with broken screws. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant device: va midfoot fusion plate (part unknown, lot unknown, quantity unknown). This report is for unknown screws. This is report 1 of 1 for (B)(4).